Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. No damages were observed that would cause the needle mechanism to deploy early. Because it could not be determined when the needle mechanism deployed, a root cause for the reported needle mechanism complaint could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that while during the pod activation, patient took off the needle cap, and then the cannula came out; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported.